Event description:
It was reported that during the atrial fibrillation procedure, there were some patient movements and sharp impedance increased. It was further noticed that the patient had a hyper-rotation heart. While procedure was in progress in the left atrium, the patient's blood pressure dropped and a pericardial effusion occurred. A stat echo and pericardiocentesis were performed. No surgery was required and patient was reported in stable condition at the time when the event was reported. There was limited information regarding bwi products used.

Manufacturer narrative:
Multiple attempts were performed to obtain additional information of the event without success.concomitant products:carto 3 system us catalog #: fg540000, serial #: (B)(4),stockert 70 system us catalog #: s7001, serial #: (B)(4),cool flow pump us catalog #: cfp002, serial #: (B)(4).(B)(4).

Manufacturer narrative:
The product returned initially for this complaint was not properly identified if it belongs to this complaint or not. After further investigation, it was confirmed that the product received initially was correct and the analysis was performed. It was reported that the patient's blood pressure dropped and a pericardial effusion occurred. The returned device was evaluated visually, for patency flow and for deflection characteristics; it was also tested for electrical, temperature and stockert generator compatibility. The catheter was found within specifications and passed all the tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the instruction for use (IFU) recommends that a careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).